Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that if the user "connect the cable with a screen and a 8404ax, the image cut himself". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the conducted investigations did not reveal a root cause related to the labeling or history of the product. The labeling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. During the examination of 8403xdp a mechanical damage has been identified. The damage can lead to the issue described by the customer. As not all products of the claimed setup were returned and no additional information has been received, no further investigations can be made. Due to the above stated results, the root cause can be identified as damage to the cable by the user. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Information is corrected in section d4. The event is filed under internal karl storz complaint ID: (B)(4).